Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has been having elevated blood glucose levels ranging from 300-390 mg/dl for the last 3 days (starting monday (B)(6) 2015). Elevated bg levels were treated by administering correction boluses, and current bgs were back down to 206mg/dl. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made that the customer change out the insertion site. The customer is also working with their healthcare provider on adjusting pump settings.